Event description:
The wire kinked on the balloon catheter while trying to remove the balloon from the wire. The balloon and wire were removed from the body together.

Manufacturer narrative:
A physical inspection of the device was performed by a team consisting of mfg engineering, r&d, and qa. The visual inspection looks for wire damages such as bends, kinks, or stretch. During the visual inspection, it was noticed that the smart wire and balloon catheter (manufactured by boston scientific) were received as an assembly. When the wire was removed from the catheter, the presence of dried blood around the circumference of the wire and coil were noted and taken as evidence, there was no interference or binding of the wire on the inner diameter of the catheter. The wire had multiple kinks and twists in the proximal coil, and one 90-degree bend. Wire was inspected for any missing component and it was found intact. There were no observed process or workmanship defects noted on the wire. There is no observed evidence to conclude that the wire is out of specification. Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.